Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that an ischemic stroke occurred post procedure. On (B)(6) 2017 the patient underwent a left atrial appendage (laa) closure procedure. A 27 mm watchman ® laa closure device was successfully implanted, with a complete seal. At the patients 45-day follow-up a transesophageal echocardiogram (tee) was performed revealing a 3.8 mm leak. On (B)(6) 2018, the patient experienced balance issues and dizziness. They were on aspirin at the time. A magnetic resonance imaging (MRI) revealed an ischemic stroke. No additional interventions was required. The patient's condition is currently stable; however, they continue to experience dizziness.